Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Additional information obtained from the field representative indicates that high pacing thresholds was attributed to this rv lead but the cause of which was not determined. This rv lead was abandoned surgically during device change out procedure. New lead was replaced successfully. No adverse patient effects were reported.